Event description:
It was initially reported that the right ventricular (rv) lead had increased shock and pace impedance measurement and the measurements remained within normal limits. There was also a report of a blank heart rate trend. Additional information indicated that the rv lead thresholds had increased. The lead was ultimately abandoned surgically and replaced. No additional adverse patient effects were reported. Additional information was reported, indicating that during surgery, the lead locking stylet would not advance in all three leads in about the same place in the superior vena cava. The field representative noted that this is where the coil breaks were believed to be. The leads were all pinched in this location. The laser was unable to extract all three leads because they broke off. The doctor was unable to keep lasering for fear of patient complications. The doctor took the wires of the three broken leads, twisted them together and tied a lead cap around them to anchor in the pocket. She was able to get a new transvenous rv lead implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The 3191 patient code reflects the surgical intervention that occurred.

Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that the right ventricular (rv) lead had increased shock and pace impedance measurement and the measurements remained within normal limits. There was also a report of a blank heart rate trend. Additional information indicated that the rv lead thresholds had increased. The lead was ultimately abandoned surgically and replaced. No additional adverse patient effects were reported.